Event description:
Clinical study - it was reported that following a coronary artery stenting treatment procedure the patient experienced angina and required a target vessel reintervention (tvr). The 80% stenosed target lesion was located in the mid proximal right coronary artery (mid rca) was 26 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and successful placement of a 2.75 x 38 mm taxus liberte study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1426 days after the index procedure, the patient developed angina pectoris and was hospitalized. The patient was treated with medication and had a tvr (no further information is available). The next day the event was resolved with no residual effects and the patient was discharged.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.